Event description:
It was reported that during a cholecystectomy procedure, during the clipping of cystic aortic, fourth clips are effective and close. The physician removed the clips that have not functioned. He used a second clip but encountered the same problem. The physician finished the procedure with the second clip, because with the first and second devices, clipped what he wanted. The clips would not hold after placing. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the er420 instrument was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing the device for functionality the device was cycled, fed and formed four conforming clips and it ejected five clips. Finally, it locked out as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.